Event description:
It was reported that the patient was implanted with synapse construct on (B)(6) 2010. It was reported patient is complaining of painful hardware. Patient is scheduled for a revision surgery to remove the hardware on (B)(6) 2014. Patient returned to surgeon to remove painful hardware on (B)(6) 2014. The surgery was completed without any reported complications. There were no reports of broken hardware, however all 29 parts will be listed due to patient pain at an unspecified location. No product will be returned; it remains in the custody of the hospital. This is report number 11 of 29 for (B)(4).

Manufacturer narrative:
(B)(6). Additional product code: mnh, mni. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that DHR 04.614.508 - ti locking screw - lot 6410530 - comact-087940 general machine, inc. Manufactured the ti locking screw, part #04.614.508 and lot #6410530 for work order #2323304 on po#1165575 dated july 21, 2010 for 221 parts. Initially, the part conformed to the supplier's certificate of conformance, dated july 16, 2010 and to synthes final inspection sheet 04if614508, revision "h". The parts were released to the warehouse august 4, 2010. There were no mrr's, ncr's, or complaint related issues with this lot. The ti locking screw was made to the synthes drawing part #04vm614508, revision "d", released on february 5, 2009. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.